Event description:
It was reported that the needle deployed late. Pod was not worn. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data indicated the pod was deactivated after completing second priming sequence. The original data showed multiple timeouts during priming. The data indicates a drive stall as there are 30 pulses between the second to third open transition, while normal operation has 25 pulses between open transitions. The rerun of the device presented no issues. No issues were observed within the device that would cause the timeouts or the drive stall. Since the device was received deployed, it could not be confirmed when the device deployed, if it deployed late or if the high pulse widths and drive stall observed in the pod data contributed towards it. The exact cause of the high pulse width and drive stall could not be determined.